Event description:
Historical single elevated lead ventricular lead impedance measurement on (B)(6) 2023. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).